Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration, qc, alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer performed preventative maintenance. The field application specialist updated the mean and standard deviation of the ise application settings. Precision testing was performed and all the results were ok. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas integra 400 plus. The customer confirmed qc was acceptable prior to patient testing. The customer confirmed the initial na result was auto-verified and was not seen by laboratory staff before reported outside the laboratory. The emergency room staff questioned the initial na result due to the "unbelievable negative anion gap." The customer performed repeat testing with the patient's sample on the same analyzer and a different cobas integra 400 plus. The patient's initial na result was 133 mmol/l. The patient's first repeat na result on the same analyzer was 132 mmol/l. The patient's second repeat na result on the different cobas integra 400 plus was 138 mmol/l. The customer determined the na result of 138 mmol/l was correct. The na electrode lot number and expiration date were requested but not provided.